Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted during a procedure performed on an unknown date. According to the complainant, post procedure, the patient experienced pain and inflammation in the urethral orifice. Reportedly, there were no issues noted to the device and it was during the stent removal when the inflammation was noted. Furthermore, the physician thinks that the stent material or firmness might have caused the inflammation and pain. Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient¿s condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.